Event description:
The micro drill was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences as this issue was found during manufacturer evaluation.

Manufacturer narrative:
Manufacturer evaluation confirmed corrosion of internal components which can contribute to the device signaling a bias current message.